Event description:
It was reported that pump displayed cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was walked through complete pump reset, and error did not reappear, but due to preceding events technical support arranged replacement pump, instructed customer to place old pump in storage mode and return it with pre-paid label, and advised customer to program pump settings and reconnect cgm on replacement pump while continuing to use current pump as backup therapy.